Manufacturer narrative:
B3 - date of event: used the first date of the month of aware date as no information was provided. Device evaluated by MFR.: unit returned with its original unopened pouch. The device was inspected according to procedure. The customer attached pictures of the device, and it was observed a hair through the pouch near of the device. The unit return inside its original unopened pouch, and a hair was observed through the pouch. Also, it was observed that the pouch information matches with the complaint information. The foreign material observed was measured and the result was out of specification. The dimensions measured were inspected against the document. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
It was reported that device contamination occurred. A 035/260 (bx/1) amplatz super stiff guidewire was selected for use; however, a hairlike substance was noted within the sterilization bag before the device was opened. No patient injuries were reported.

Manufacturer narrative:
Date of event: used the first date of the month of aware date as no information was provided.

Event description:
It was reported that device contamination occurred. A 035/260 (bx/1) amplatz super stiff guidewire was selected for use; however, a hairlike substance was noted within the sterilization bag before the device was opened. No patient injuries were reported.